Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid optical laparoscope lens was loose and displaced. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. Based on the results of the investigation, it is assumed that a significant mechanical force, likely from an impact or fall, caused the effect. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.